Event description:
Same case as : 6000089-2006-01840. Clinical trial. It was reported that seven days following a coronary artery drug eluting stenting treatment procedure, the pt experienced a tvr (target vessel reintervention). The index procedure identified two restenotic target lesions. Target lesion one was located in the proximal lad (left anterior descending), measured 3.0x30mm, and was 80% stenosed. Target lesion two was located in the mid lad, measured 2.4x10mm, and was 70% stenosed. Both lesions were predilated using 2.5x15mm cutting balloons and taxus liberte stents, 3.0x32mm and 2.5x12mm, respectively, were deployed at 14 atm. Target lesion one was post dilated using a 2.8x15mm medtronic sprinter balloon at 20atm. Target lesion two was not post dilated. A branch occlusion occurred at target lesion one as a part of this procedure. There was 0% residual stenosis at both target lesions. The pt was discharged the next day on asa and plavix. Seven days later, the pt experienced a tvr at the mid lad. The mid lad was 100% occluded and was determined not to have in-stent restenosis. The lesion was treated with balloon angioplasty, angiojet, and placement of a j & j cypher stent. It was reported that the pt was taking asa and plavix at the time of this event. The relationship of the device to this event was reported as "definitely". This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.